Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead exhibited ventricular tachycardia-non sustained (vt-ns) due to t-wave oversensing (twos) and patient was inappropriately shocked due to twos. It was also reported that there is unexplained noise on the far field electrograms (egms). It was further reported that the patient was put on the treadmill to increase heart rate and the ventricular sensitivity was reprogrammed to .45mv from .3mv. The ventricular lead remains in use. No further patient complications have been reported as a result of this event.